Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm. Associated malfunctions for this device: sieve beds leaking, pilot valve over heating, filter dirty.